Event description:
A user facility reported to olympus during preparations to use the duodenovideoscope, it was found there was a rubber leakage. The image was ok and no other issues reported. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation did not confirm the reported event by the customer of leakage in the control unit. The evaluation uncovered: the forceps elevator had foreign material and the inside of the light guide lens was dirty. Additionally, there was deformation of the s-connector, the adhesive detached on the black covering of the bending section and there was a cut on the covering. Furthermore, the connecting tube had a scratch, the grip was dirty, the universal cord had a dent, the light guide had corrosion and the upward/downward, light/ right angulation control knobs did not meet the standard. Lastly, the charged coupled device was damaged and caused the image to have white dots, the distal end was dirty and there were scratches all over the product. The faulty parts were replaced. The device was inspected and passed olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields are h6 and h10. Correction to g3 of the initial medwatch. The aware date should be 23-jan-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. (1) event: foreign material adhered at/around the forceps elevator. We considered from the investigation results that reprocessing steps recommended in IFU was not performed completely due to leakage of the device, which made foreign material remain at/around the forceps elevator. (2)event: inside of light guide lens was dirty. We were not able to specify the cause of this event from the investigation results. The event can be detected/prevented by following the instructions for use which state: "all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope." Olympus will continue to monitor field performance for this device.